Event description:
Reportedly, the ventilator gave an "air servo valve leak" alarm during use on a pt. It was also reported that medical intervention was taken to the pt. No add'l pt info was provided. Please note that there was no serious injury in this case.

Manufacturer narrative:
(B)(4)